Event description:
It was reported to medtronic neurosurgery that during surgery on (B)(6) 2013, the patient¿s peritoneal catheter was found to have migrated out of the pleural space and into the subcutaneous tissue. According to the report, the catheter was removed from the subcutaneous tissue and placed back into the patient¿s pleural cavity.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.